Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for stent damage. The distal end on the stent delivery system was inspected under magnification. The stent was found to be damaged on the distal end. Three rows were stretched and bent out of plane. The damage extended 180 degrees around the stent. A shaft kink was located 14cm distal of the strain relief. Microscopic examination of the material surrounding the kink did not reveal any inherent deficiencies that would have contributed to the formation of the kinks. It should be noted that there was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The target lesion was located in a severely calcified and moderately tortuous right coronary artery. A 1.25mm and a 1.5mm rotablator burrs were used. A 2.75x9mm maverick balloon was used to predilate followed by a 3.0x8mm quantum maverick balloon. The physician attempted to place the 2.75x12mm liberte' stent but was unable to cross the lesion. The device was removed and it was noted that a distal stent strut was bent and mangled. The lesion was predilated again and a 2.75x15mm liberte' was able to be placed. No patient complications occurred. Patient status is satisfactory.